Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The clips were fired off one at a time and conformed to all specifications. Engineering experienced misfiring when the rapid clip loading and fire test was performed. The unit was disassembled; engineering found the unit was built without grease. The root cause of the incomplete clip closure and improper clip loading was due to the lack of grease within the unit. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has implemented device improvements which are intended to reduce the potential for this type of incident to reoccur. This document represents our final report.

Event description:
Lap chole- "clips don't close and slide out." Patient status: discharged